Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an initial implant procedure. After multiple reposition attempts, the right ventricular lead became stuck in the tricuspid annulus attachment. The lead could not be removed. The lead helix could not be extended or retracted. The lead remained implanted and another right ventricular lead was used to complete the procedure. The patient was stable.